Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in aseptic technique, pyrexia, and acute bacterial peritonitis with culture positive for (B)(6) in an approximately (B)(6) patient coincident with dianeal pd1 (lot number not reported) therapy. On (B)(6) 2002, the patient began treatment with dianeal pd1 (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced acute bacterial peritonitis, manifested by abdominal pain and pyrexia. The physician considered the acute bacterial peritonitis to be severe. It was not reported whether the patient was hospitalized for acute bacterial peritonitis. On (B)(6) 2009, the patient began treatment with vancomycin 2 gm ip every seven days and rimactan 600 mg oral once per day. On (B)(6) 2009, treatment with vancomycin and rimactan was discontinued. The patient did not receive any further treatment. On an unreported date, the patient recovered from the acute bacterial peritonitis. Outcome for the events of break in aseptic technique and pyrexia and the action taken with dianeal therapy were not reported. Medical history was not reported and concomitant medications were unknown. The physician believed the acute bacterial peritonitis was unrelated to dianeal therapy. The physician did not provide an opinion of causality for the events of break in aseptic technique and pyrexia in relation to dianeal therapy. The physician believed the break in aseptic technique was the root cause of the acute bacterial peritonitis.